Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient has 2 implants and reported the implant on the right was for bladder retention. They stated the device was not working and they were having problems urinating, their bladder was not emptying and they were using a catheter again. They stated they noticed this change at the end of july. The patient had worked through all their programs. They noted that they noticed this change after sitting in a massage chair while getting a manicure/pedicure. They said the balls of the chair pressed on their neurostimulators and they jumped when they felt the pressure. They said the left ins was still sore and bruised. The patient had them shut the chair off. They were redirected to their managing physician to discuss this issue. It was noted that they were in the process of getting a new managing physician.